Event description:
The patient reported that her devices were removed due to an infection. No symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates fentanyl. Additional information has been requested, a follow-up report will be sent if additional information becomes available.